Event description:
Mobi-c p&f us : assembly. It was reported in the zper on (B)(6) 2018 that when the surgeon began to implant the mobi-c device, he did not feel implant to be of proper integrity when evaluation play upon adjusment. Followed surgical technique, he decided that he did not feel comfortable implanting/used opportunity to adjust size to match adjacent mobi-c implant. No patient harmed all implant integrity concern. Additional information received on (B)(6) 2018: the implantation of the second implant was successful. Surgeon felt the implant had better integrity. Other size was choosen (a 5mm), re-evaluated and decided matching disc height and adjacent levels to be a better choice. The surgical technique was followed and staff in-serviced prior and in past. Additional information received on (B)(6) 2018: the same inserter used for the whole case. Additional information received on (B)(6) 2018: the implant was disposed of. Additional information received on (B)(6) 2018: the proper surgical technique was followed, all depths was set accurately (i.e set to zero), no rotations occurred (not inserted at an angle) and all proper clinical indications were on point. The mobi-c no touch level was not used.

Manufacturer narrative:
Though it is written in the complaint report that the product would be returned to the manufacturer for evaluation, the implant was disposed of. Therefore, no product evaluation could be performed. From the information provided based on the description provided , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. It is more than likely that the initial choice of implant height was wrong. Indeed, after removing the initial implant, the surgeon completed the surgery with another device of another size: he first used a mobi-c implant 15x17 h6 us, reference mb3576, and then used a mobi-c implant 15x17 h5 us, reference mb3575. As reported on the complaint report and on email received on (B)(6) 2018, after removing the initial implant, the surgeon adjusted the size to match the disc height and adjacent levels. It is clearly stated in the surgical technique that for height selection, it is important not to exceed the height of healthy adjacent discs (step 7: trial implant). Consequently, it is more than likely that the initial choice of implant height was exceeding the height of healthy adjacent discs, thus obliging the surgeon to change the implant to a smaller height size. Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: prosthesis insertion). However , regrading the information provided on feb 22nd and without product return , this assumption cannot be validated . If additional informations were received that allow to confirm this hypothesis another report will be sent

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As reported, surgical technique was followed while loading implant on inserter. The same inserter was used to implant successfully the second device. Further information were requested and implant is going to be received to be evaluated. Investigation is in progress. Device not yet received by manufacturer.

Event description:
Mobi-c p&f us : assembly. It was a cervical disc replacement. Mobi-c device was loaded on inserter. As reported, surgeon "did not feel implant to be of proper integrity when evaluation " play" upon adjustment". Another implant was opened (other size) . Surgeon "felt the implant had better integrity". It was implanted without further issue. No impact on patient. Surgery delay about 10 min.